Event description:
On 5/27/2025, it was reported by a sales representative via email that two ar-3641sp did not deploy properly. The case was completed using 4.75 swivelock for the medial row. This was discovered during an rcr procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 06/13/2025: the two ar-3641sp self-punching knotless 2.6 fibertak anchors were attempted medially but pulled out of the bone upon insertion. All anchors were removed from the patient, and the case was completed using swivelock anchors only (part number: ar-2324kbcsp). The surgical delay was minimal, estimated at 5¿10 minutes, and no additional anesthesia was reported as necessary. They used a self-punching swivelocks in the existing 2.6 mm holes, requiring no additional instrumentation. The patient¿s bone quality was noted to be good.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.